Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported respiratory failure could not be conclusively determined. In addition, a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported event could not be conclusively established. It was reported that the patient was admitted in august due to respiratory failure, and once in the hospital, a computed tomography (CT) scan captured multiple brain infarctions. There were no therapeutic solutions or options, and the family decided to discontinue therapy. The patient expired on (B)(6) 2020 due to palliative sedation. The pump was stopped manually, and no autopsy was performed. The device wasn't explanted and was not returned for evaluation. The relevant sections of the device history records for (B)(4) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The mod cable shipped on (B)(6) 2018. The current heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) lists respiratory failure, stroke, and death as adverse events that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the hospital in (B)(6) due to respiratory failure. After extubation, a CT scan was performed which showed multiple brain infarctions. Family and staff agreed on discontinuation of pump. The patient expired on (B)(6) 2020 due to palliative sedation. No autopsy was performed and the device was not explanted.